Event description:
Related manufacturer reference number: (B)(4). It was reported, that patient presented with their right ventricular leadless pacemaker (lp) exhibiting low pacing impedance, low r-wave sensing and high capture threshold. A couple of mapping attempts were done with a delivery catheter (dc), but a current of injury was unable to be obtained. It was then, that cardiac perforation was confirmed, through a contrast shot and x-ray. Patient's blood pressure dropped and a pericardiocentesis was performed for pericardial effusion. Patient was then transferred to a different hospital, where surgeon repaired the cardiac perforation with stitching. Patient was stable, after the procedure.